Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was not returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Analysis of samples from previous complaints for this issue confirms that the precipitates consist of (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter that precipitate formation was detected in the lines during therapy. No patient injury has been reported and no intervention was required.